Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported by the patient that when laying down the implantable cardiac monitor appears to be "sticking up underneath the skin" and that "the incision never healed properly." Communication with the clinic indicated that the device migrated but no intervention has been planned. The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the device was returned, analyzed and no anomalies were found. This device was included in that field action, but returned product testing found the device did not perform as described in the field action. (B)(4)

Event description:
It was further reported that the device was explanted.